Event description:
It was reported that an asymptomatic patient presented to clinic for follow up. Upon interrogation ventricular tachycardia episodes were seen due to post sensed t wave oversensing on the defibrillator. The patient received inappropriate atp therapy for oversensing. Programming changes were made. The patient was in a stable condition post programming.